Event description:
It was reported that patient was revised on a right hip. Patient fell and gamma nail cut through the bone. Surgeon removed and replaced gamma nail and lag screw.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.